Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was under do not attempt resuscitation (dnar) status with a cerebral herniation and the policy was not to provide aggressive treatment. It was decided to continue the support as long as venoarterial extracorporeal membrane oxygenation and the impella were running, but the flow gradually could not be maintained, pressure could not be generated, and the patient expired. Per the surgeon, the death was not related to the use of impella. Further information was unable to be obtained as follow-up was not possible.

Manufacturer narrative:
The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined b3 date of event was inadvertently entered incorrectly on manufacturer device report 1220648-2024-24779.